Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 293 mg/dl. The customer stated the high blood glucose cause his reservoir has leaked. The customer stated that the leak is around the snap cap. The customer was advised to return the reservoir for analysis and will receive replacement.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.